Manufacturer narrative:
Utmd is reporting this event because the hospital staff stated that a surgery was performed to remove the remaining catheter segment from the patient. The clinical nurse manager stated the patient was not harmed. After investigation at utmd, the returned catheter had been damaged with an instrument just below the suture securing it and then torn. The returned catheter was tensile strength tested at utmd and met specifications. The IFU has precautions to take care not damage the soft silicone catheter during use. (See IFU 58078 rev. 022322).

Event description:
The surgeon was consulted due to oozing around the umbilical cord that would not correct with any intervention. While removing 5fr double lumen umbilical catheter it broke, and 3 cm remained in the patient's umbilicus. Patient required a trip to the or to remove retained uvc that had broken off when peds surgery had tried to remove it. Incidental finding if a urachal remnant was found by surgeon. This was cause of difficulties with uvc and uac placements and possibly reason why uvc broke when peds surgery tried to remove it. The remnant was discarded, but the remaining sample is available for evaluation.